Event description:
A consumer reported that the protective clean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event is approximate. The customer mailing address was not provided.

Manufacturer narrative:
Product was returned for investigation and confirmed a malfunction occurred. The cause of the customers complaint is a failed shaft press fit.

Event description:
Product was returned for investigation and confirmed a malfunction occurred. The cause of the customers complaint is a failed shaft press fit.